Event description:
It was reported that the type IV stent fracture was identified. Reportedly, the stent was implanted in the pt's right mid-distal sfa to treat a calcified, eccentric lesion. The physician deployed the stent without any difficulties. Approximately one month later, imaging was performed as part of routine follow-up. Imaging demonstrated that the middle of the stent appeared to be kinked; however, flow through the vessel was adequate. Approx six months later, during an evaluation of a new lesion in the left leg. Imaging identified the stent in the right sfa had fractured. Another stent was deployed, overlapping the fractured area. The flow through the vessel was adequate and the pt was reported to be asymptomatic.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The stent remains implanted; therefore, it is not available for eval. The event investigation is currently underway.